Manufacturer narrative:
(B)(4). The battery pack assembly was received for investigation. A visual inspection of the returned part was conducted and no anomalies were observed. Performance tests were completed and all were within the expected range. The unit ran successfully in ventilation mode for 24 hours. Per the ventilator system service manual, schedule of periodic maintenance states that the battery pack should be replaced every two years or as necessary. The probable root cause was isolated to the shelf life expiration date of december 2014, 24 months from date of manufacture.

Event description:
It was reported that during patient use, a ventilator generated a device alert. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. The cse performed calibrations and testing. The ventilator passed all testing and calibrations. The device was operating within the manufacturing specifications.